Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the flow sensors were over 10 years old. The flow sensor was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit was not ventilating as expected in pressure support ventilation mode. There was no report of patient injury.